Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity warning triggered due to a high number of sensing integrity counter (sic) on the right ventricular (rv) lead. In addition, lead noise was observed. Follow-up with the clinic indicated that reprogramming was performed to change the lead's polarity to bipolar, and the issue resolved. The ra lead remains in use. No patient complications have been reported as a result of this event.